Event description:
A peritoneal dialysis (pd) nurse reported that a patient on pd therapy was hospitalized with peritonitis with possible concomitant diverticulitis/enteritis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, another pd nurse familiar with the patient confirmed that the patient was hospitalized on (B)(6) 2026 with symptoms of abdominal pain. During the hospitalization, the patient had a pd culture obtained which revealed growth of the bacteria serratia marcescens and the patient was diagnosed with peritonitis. The patient was treated with antibiotic therapy utilizing intra-peritoneal (ip) cefepime (dose not provided). Additionally, the nurse stated that the patient had a CT scan which did reveal pockets of inflammation in the patient¿s colon, unrelated to the peritonitis. The patient remained in the hospital at the time follow-up was performed. The patient was expected to resume pd therapy with the same cycler at home once discharged from the hospital. The nurse stated this patient has many breaches in infection control in their home. It was confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in infection control.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis infection. Peritonitis is a well-documented complication in pd patients. Based on the information obtained, the peritonitis infection is most likely attributed to patient breach in infection control. Currently there is no allegation or any objective evidence that a liberty cycler set malfunction or product deficiency caused this event.